Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an arthroscopic meniscus repair procedure the omnispan meniscal repair 12deg could not be fired. Two plates were stuck in the sleeve. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Upon inspection, it was found that the device was incomplete as the meniscal deployment gun was not returned. Without the gun, a physical evaluation cannot be conducted. The needle, both implants with the suture unattached to the impants were returned. The silicone sleeve is pushed back a little at the distal tip which could be caused by the user over penetrating the needle in the meniscus. Implants were not on the needle, indicating it had been fired, therefore this complaint is not confirmed. Based on the information, at this time, the failure cannot be confirmed or a root cause cannot be determined. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot : the potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required.